Event description:
It was reported that the patient with a previous sling underwent an artificial urinary sphincter (aus) placement surgery. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.